Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The pulse generator was found in back-up vvi. Download was not performed due to low battery status. The device was removed and replaced on (B)(6) 2018.